Manufacturer narrative:
(B)(4). Upon further investigation it was found that the incorrect serial number ((b)(\4)) was inadvertently entered into the initial medwatch report. The correct serial number ((B)(4)) has been entered into of this medwatch report. Please note that the incorrect date of manufacture (dom) (jun 3, 2016) was inadvertently entered into the initial medwatch report. Upon further investigation the correct dom (sep 20, 2016) has been obtained and entered in of this supplemental medwatch report. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This power module device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that no failure was identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during an unspecified surgical procedure, it was observed that the power module device became very warm and the surgeon was unable to hold the device. It was reported that there was no delay in the procedure as an identical spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.